Manufacturer narrative:
Event date is unknown. : patient weight is (B)(6). No product was returned and because a serial number was not provided, a manufacturing review could not be performed. However the customer provided the physician order form and this provided details about the order and what was compounded. Based on the customer report and the review of the physician orders, this event was determined to be related to user error. The abacus user guide directs the user to that the formulary must be correct and up to date so that the abacus software can provide the best information for patient safety. Contact technical support before making changes to the formulary. Do not make changes without working closely with technical support. The abacus user guide directs users to thoroughly review all order data because serious harm or death may occur if an adequate review isn't completed. The abacus software changes an order to complete only after an authorized user completely finishes and approves an order. A thorough review of all data on each tab in the order entry process will minimize the risk of medication error. This is report 2 of 4. This event is logged under complaint file #(B)(4).

Event description:
The customer reported to baxter technical support that the multitrace 4 peds was doubling. Through troubleshooting, it was determined that for the ingredient type, base was selected instead of other for the multitrace 4 peds ingredient. The incorrect ingredient type selection is what caused the doubling of multitrce 4 peds. Baxter technical support instructed the pharmacist to go back into the formulary and select other for the ingredient type. When the formulary type was changed to other, the order was correct and resolved the issue of the multitrace 4 peds ingredient from doubling. When the formulary change was initially done, the customer did not call baxter customer support for assistance. There is no additional information available. No adverse event was reported. The current status of the patient is fine.